Event description:
It was reported that the radio frequency (rf) head no longer had telemetry. It was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event; rf head passed functional testing. Rf (radio frequency) head cable is twisted. Rf head label backing is starting to lift.